Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 689958) for female sterilisation. The patient had a medical history of substance abuse (cocaine, heroin, prescription medications ), tobacco user (10 or more cigarettes since the last 20 years), migraine, adenomyosis, parity 2, gravida ii, seizure, hypertension, endometriosis, stress urinary incontinence, menometrorrhagia, adenomyosis, dysfunctional uterine bleeding, dyspareunia, endometriosis and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4475 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2010. As per mr 05apr2010. Coils right# 3, left# 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.623 kg/sqm. [Pathology test] on (B)(6) 2022: final pathologic diagnosis. Uterus, cervix, bilateral fallopian tubes and left ovary (hysterectomy, bilateral salpingectomy, and left oophorectomy): cervix - negative for dysplasia. Endometrium - negative for hyperplasia and carcinoma. Myometrium - adenomyosis. Uterine serosa - no specific histopathologic changes. Fallopian tubes - bilateral essure device present. Left ovary - benign follicular and luteal cysts; adhesions gross description: the left fallopian tube has a fimbriated end measuring 5.5 cm in length, 0.3 cm in average diameter and is grossly unremarkable. Within the left cornu and extending into the left fallopian tube there is a wired spring-shaped medical device consistent with essure. The same device is identified on the right aspect as well. The essure medical devices. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated, event - "injury updated to medical device removal". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 689958) for female sterilisation. The patient had a medical history of substance abuse (cocaine, heroin, prescription medications ), tobacco user (10 or more cigarettes since the last 20 years), migraine, adenomyosis, parity 2, gravida ii, seizure, hypertension, endometriosis, stress urinary incontinence, menometrorrhagia, adenomyosis, dysfunctional uterine bleeding, dyspareunia, endometriosis and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4475 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2010 as per mr (B)(6) 2010 coils right# 3, left# 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.623 kg/sqm. [Pathology test] on (B)(6) 2022: final pathologic diagnosis uterus, cervix, bilateral fallopian tubes and left ovary (hysterectomy, bilateral salpingectomy, and left oophorectomy): cervix - negative for dysplasia. Endometrium - negative for hyperplasia and carcinoma. Myometrium - adenomyosis. Uterine serosa - no specific histopathologic changes. Fallopian tubes - bilateral essure device present. Left ovary - benign follicular and luteal cysts; adhesions gross description: the left fallopian tube has a fimbriated end measuring 5.5 cm in length, 0.3 cm in average diameter and is grossly unremarkable. Within the left cornu and extending into the left fallopian tube there is a wired spring-shaped medical device consistent with essure. The same device is identified on the right aspect as well. The essure medical devices lot number:689958, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.